Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900028 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that they had problems with the clips not loading properly. Some clips fell into the patient. Clips were removed and did not harm the patient.

Event description:
It was reported that they had problems with the clips not loading properly. Some clips fell into the patient. Clips were removed and did not harm the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for tcs 1900070600 & 1900070603. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The first clip in the channel had a broken pierced boss and the broken boss can be seen in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip didn't load completely into the jaws. The clip was manually removed, and a broken hook also came out of the channel. Once the trigger cycle was completed, the next clip was protruding from the channel and had its hook broken off. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Two of the remaining clips were broken. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. The returned sample is for tcs 1900070600 and 1900070603. One device was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Two of the clips were found to be broken due to the clip stacking. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.